Manufacturer narrative:
(B)(4). An event indicative of a potential malfunction of the disposable cassette was reported. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced air in the patient line without an alarm while using the homechoice machine. This occurred during the initial drain cycle of peritoneal dialysis therapy. The patient was connected at the time of the event. The patient reported observing air bubbles in the patient line but could not identify any obvious issues with the supplies that would cause or contribute to the air. The technical services representative assisted the patient with ending therapy. The patient stated that they would complete therapy with new supplies. There was no report of patient injury or medical intervention associated with this event. No additional information is available.